Manufacturer narrative:
Insulin pump received with critical pump error (open book image) alarm due to main download timeout/external flash crc test failed. Unable to determine the root cause, problem isolated to electronic assemblies. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image on the screen. Customer's blood glucose level was 99 mg/dl. Customer stated insulin pump was making a lot of noise and had big red x. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.